Event description:
It was reported that the tip of the coude intermittent catheter was curved too much. The patient was unable to void using the catheter.

Manufacturer narrative:
The reported event was unconfirmed. The product met specifications. An orange latex intermittent catheter was returned. The catheter contained a coude curve. The standard notes to "accept any curve unless catheter is completely straight." Based on the event the device appeared to be used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude intermittent catheter was curved too much. The patient was unable to void using the catheter.